Event description:
It was reported during an unrelated surgery procedure, the patient received an inappropriate shock therapy due to noise with a magnet placed over the ICD. Another therapy was delivered but was aborted. The device had registered an indication for possible high voltage circuit damage. The cautery was suspected for causing the false alert. A firmware download was performed and cleared the alert.

Manufacturer narrative:
.